Manufacturer narrative:
(B) (4). This event concerns a device that was manufactured and used outside the united states. Method: (other): ECG were reviewed. Results (other) and conclusion: no expertise files were provided for analysis. Nevertheless, both ECG with double pacing spikes visible, most probably exhibit normal operations of the device in ddd pacing mode (poor sensing in the atrium resulting in safety ventricular pacing). In response to the warning letter that the united states food and drug administration issued to ela medical (dated 11/06/2009), sorin crm (formerly ela medical) is filing this MDR at this time. (B) (4). Conclusion: no final conclusion could be drawn regarding the second ECG. Nevertheless, both ECG with double pacing spikes visible, most probably exhibit normal operations of the device in ddd pacing mode (poor sensing in the atrium resulting in safety ventricular pacing).

Event description:
After the implantation, while the device was programmed to unipolar sensing configuration in both cavities, double pacing spikes were visible on the ECG. The behavior was observed in ddd and aai safer pacing mode.